Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has found her ins in off two times despite it being charged and her not turning it off. She cannot recall of any events or emi that could have caused this. When she opened the therapy app she received "system error 0x33da7aec". Troubleshooting was performed during the call and could not find of any reasons why the ins turned off. Educated patient on app usage to avoid interferences between apps. Referred to health care provider (hcp) to get the system analyzed.